Manufacturer narrative:
Date of event: unknown, information not provided. If explanted, give date: not applicable as lens has not been explanted. (B)(4). Device evaluation: the product testing could not be performed as the product cannot be returned since it remains in the patient's eye. The reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 lens 24.0 diopter lens was implanted into the patient¿s left eye. She can see half-moon shadows in her left peripheral vision. Her eyes are swollen from the surgery and she is experiencing red, watery, sore eyes with stabbing pain. Her doctor prescribed steroid drops. In addition, she still needs to wear tri-focals. Per the patient, her doctor said there¿s a film developing over the lens. The doctor recommended laser surgery which is scheduled for (B)(6) 2019. Per follow-up with the patient she said that in her opinion there is something wrong with the lens. She constantly sees haze, lights, and rings. The patient explained that she does not have the peripheral vision she used to have before she got the iols implanted. The patient complained of still needing to wear reading glasses. No further information was provided. The right eye will be reported in a separate MDR.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.